Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was later noted that the suspected device was returned to the manufacturer by product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis for the suspected device was completed and reviewed. Based on the review, it was found that the header septum cavity (the portion of the header where the septum resides) to be measuring out of specification. Other than the reported septum cavity issue, the generator functioned as intended. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Event description:
It was later reported that the septum plug was partially detached prior to loosening the set screw. It then fell out completely when she inserted the screwdriver to loosen the screw. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during battery replacement, the septum for the old generator was displaced and eventually came out entirely. The set screw was all so difficult to remove. The device is being returned but has not been received to date. No other relevant information has been received to date.